Event description:
The patient arrived at 6pm with a giant ruptured carotid opthalmic aneurysm and a gcs of 3. Access was easy and the first five coils were successfully placed. The goal was to coil only the proximal larger lobe. When placing the sixth coil, the tail of a previously placed coil prolapsed into the parent vessel. The physician did not consider this an issue. The neck of the aneurysm was about 6mm. When placing the ninth coil, it also prolapsed out so the physician decided to withdraw it about 2/3. When the physician tried to push the coil back in, the coil appeared to be detached. It would not go forward or back. After much manipulation, an apparently stretched coil was left in the parent vessel. A smaller aneurysm proximal to this giant aneurysm was then coiled with another system and a solitaire stent was placed across both aneurysms trapping the loose coil. The patient is still anaesthetized and is slowly being woken up due to her original condition.

Manufacturer narrative:
Device investigation: results: the coil and pusher assembly were returned in three pieces. Only parts of the coil were returned and they are damaged. The proximal end of the coil as evidenced by the pet that bonds the platinum and nitinol coils was returned. The proximal constraint ball and stretch resistant (sr) wire that should be present are missing. The polymer section of the pusher assembly is 43 cm in length and the distal detachment tip (ddt) is present at the distal end. The proximal end shows stretching and uncoiling of the support wire. The proximal section of the stainless steel hypotube section has the pet lock intact and the pull wire protruding from then broken end of the assembly. The inner diameter (ID) of the ddt and the outer diameter (od) of the pull wire were measured using a see mic optical measurement system. The ddt ID measured 0.01522" and the od of the pull wire tip measured 0.00387". The proximal constraint ball was unavailable for measurement. The available parts are all within specification. It is unknown at which point during the procedure the coil and pusher assembly were broken. The returned condition of the device is not consistent with the event description therefore an exact root cause cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.